Event description:
The customer stated that they are getting inaccurate aorta diameter measurements from the aortascan.

Manufacturer narrative:
Additional device system component part number: pa014386/0570-0188. Technician was unable to confirm the reported out of box failure of inaccurate readings, all scans were within tolerance range.